Event description:
Related manufacturer reference 3005334138-2015-00028, 3005334138-2015-00029. During an atrial fibrillation ablation procedure, an air emboli occurred. Contrast dye was injected into the left atrium via three introducers when ECG st elevation was noted and air was visualized on fluoroscopy. The patient became hypotensive and bradycardic. The procedure was stopped and an MRI of the brain was performed with negative results. The patient was transferred to the ICU for monitoring. There were no performance issues noted with any sjm devices used.

Manufacturer narrative:
(B)(4). One agilis nxt steerable introducer sheath was received for evaluation. Leak and aspiration testing was completed with no anomalies observed. Microscopic inspection revealed the proximal seal in the hemostasis hub was intact. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported air emboli remains unknown. Per the IFU, air embolism is a known risk with the use of this device.